Manufacturer narrative:
Concomitant products were added.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose over of 500 mg/dl. Customer did not perform troubleshoot for high blood glucose reading. Customer also reported infusion set cannula was bent. Customer was able to remove the infusion set from the body. No delivery alarm was resolved when infusion set was changed. Infusion set will be returning for analysis. Insulin pump will not be returning for analysis.